Manufacturer narrative:
Findings: cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window, cracked display window and cracked case near display window corners noted during visual inspection.

Event description:
Customer reported a cracked insulin pump. Customer stated that in the top right there is a crack that goes from the screen area towards the back. Customer's blood glucose reading was 135 mg/dl. No significant events leading to the alarm were observed. Advised discontinuation of the insulin pump. Nothing further reported.